Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the balloon slipped down the trocar which created a leak when the balloon was inflated by the surgeon.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon was partially disengaged from the cannula. The inflation syringe was received and the obturator was not received. Functionally, the converter doors move freely and were secured in place. The flapper door when actuated opened and closed properly. The returned inflation syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. The balloon was inflated using the returned inflation syringe, no leaks detected. It was reported that the balloon disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the balloon was leaking. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.